Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula was leaking insulin from the infusion site and an antibiotic cream was used for soreness. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the pod was leaking insulin while worn on the arm between 25 and 36 hours. The patient's blood glucose level reached 19 mmol/l (342 mg/dl). In addition, the patient experienced soreness at the infusion site and used an antibiotic cream as treatment (previously prescribed by a healthcare provider). As treatment for the hyperglycemia, an insulin pen was used and a new pod was applied.